Event description:
It was reported that the 8800 system will not power up or boot. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the power control board. The system was tested and found to be working as intended and placed back into service.